Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes were missing their flanges. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the user reported as follows: one needle was found to be longer than normal. A flange was found to be missing."

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes were missing their flanges. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the user reported as follows: one needle was found to be longer than normal. A flange was found to be missing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. H6: investigation summary: customer returned two loose syringes 0.3ml 30ga 1/2in 8mm inside a clear zipper bag. The user reported as follows: a flange was found to be missing. Visual inspection verified that the plunger was broken and missing on one of the return syringes. Due to unknown batch number, no DHR can be completed. A definitive root-cause could not be determined. H3 other text : see h10.